Event description:
Following implantation, patient returned for second follow-up visit and doctor discovered the plate was broken after performing a CT scan. A secondary surgery was required to remove the broken plate and replace it with a new one.